Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and "fluid collection".

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, fluid collection, swelling, breast discomfort, breast asymmetry, ptosis and exchange textured to smooth implants due to the patients concern with the product. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.7.

Event description:
Device has been explanted.

Manufacturer narrative:
Continued: h6- health impact code- f1905- device revision or replacement.

Event description:
Healthcare professional additionally provided "ruptured right saline implant" via operative report. "Device has been explanted and replaced."